Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Further information has not been made available. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Manufacturer narrative:
An event regarding a revision surgery involving a triathlon insert was reported. The event was not confirmed. Method & results: -device evaluation and results: not performed as the device was not returned for investigation. -medical records received and evaluation: insufficient patient medical records were provided for review. -device history review: all devices accepted into final stock conformed to specification. -complaint history review: not performed as the reason for revision is unknown. Conclusions: the exact cause of the event could not be determined because insufficient patient medical records were provided for review. No further investigation for this event is possible at this time. If additional information becomes available, this investigation will be reopened.

Event description:
Postopertive diagnosis: patient fell appox one year after primary tka.she had chronic quadricep and extensor mechanism disruption with mechanical complications. All poly was revised.

Event description:
Postopertive diagnosis: patient fell approx one year after primary tka. She had chronic quadriceps and extensor mechanism disruption with mechanical complications. All poly was revised.